Event description:
It was reported that a healthcare representative at an assisted living facility noted a fingerstick blood glucose of 63 mg/dl, with the patient asymptomatic, and also reported that the continuous glucose sensor was not connected, resulting in no alerts. Investigation of this case revealed a sensor pairing failure, which prevented alerts and contributed to unrecognized low glucose. No clinical symptoms associated with hypoglycemia reported. Outcomes included oral carbohydrate intake and planned monitoring. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.